Event description:
The hospital reported to our affiliate that two (2) fragments of the tip electrode were found in shoulder. There surgeon did not continue to use the device, but gave no further details.